Event description:
Customer reportedly obtained results of 169mg/dl, 404mg/dl, and 399mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.